Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged insulin pump error 41 alarm, insulin pump error 43 alarm, and cosmetic damage located on the battery compartment found on 1/6/2022. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump history and trace files were successfully downloaded using thump. There were no unexpected insulin pump error 41 or insulin pump error 43 alarms noted during testing and a review of the downloaded history files show that on 1/5/2022 at 16:39 the insulin pump alarmed insulin pump error 41 and insulin pump error 43. The insulin pump error 41 and insulin pump error 43 alarms in the history file may have been an intermittent failure that was not detected during our testing. Per global logic analysis this is a hardware fault: motor voltage regulator, other motor hw failure, fault isolated to the hardware. The insulin pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (electrical board), the motor, or the force sensor. The motor was tested outside of the insulin pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Insulin pump error 41 and insulin pump error 43 alarm are confirmed. Per global logic analysis this is a possible hardware fault. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.